Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event swelling (pt: injection site swelling), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00118270, was reviewed. A lot search was conducted on the reported lot and other similar events were noted. No nonconformances were noted related to this lot.

Event description:
This spontaneous report was received from a canadian physician and concerns a female patient. She was injected with radiesse(+) 1.5ml, into the hands, on (B)(6) 2024. Batch number was reported as a00118270 (expiry date: 06/2025). The batch record review was received and the lot number for radiesse(+) was confirmed as a00118270 (expiry date: 06/2025). A lot search in the global safety database was conducted.on 30-apr-2024, 11 days after the radiesse(+) injection, the patient experienced swelling and slight redness. On 30-apr-2024, she presented with it. Corrective treatment included antibiotics. On 01-may-2024, the patient called and reported the swelling was going up her arm. Due to the provided information, the outcome of the event swelling was considered as not resolved. The outcome of the event redness was unknown.follow-up information was received on 17-jun-2024:the case was upgraded to serious with the serious event swelling.the event warmth (non-serious) was added.the patient was injected with radiesse(+) using cannula technique, one insertion point on dorsum of hand bilaterally, on 19-apr-2024. The patient had lymph nodes removed from right axilla and mastectomy. The patient had no concomitant medication or previous aesthetic injections. In april 2024, reported as approximately 10 days after the radiesse(+) injection, the patient developed increased swelling, initially in the right hand, then a week or so later developed swelling in the left hand. She also had erythema and warmth and was treated with antibiotics, pemf and rf to reduce swelling, and eventually went to emergency room and was given prednisone which resolved it. There was no performed corrective treatment from an aesthetic point. The outcome of the event warmth was reported as resolved in 2024. The outcome of the events swelling and slight redness was also reported as resolved in 2024 (changed from unknown). In the opinion of the reporter, the events were related to radiesse(+), patients immune response and inability to drain fluid due to previous lymph node resection.